Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet device attachment (slda). It was reported that on (B)(6) 2017 the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had leaflet flail and prolapse. One mitraclip was implanted in a1-p1, and the second clip was implanted in a2-p2. Mr was reduced to 2 and the procedure was completed without any reported issues. There was no contact between the implanted clip and clip that was to be implanted. On (B)(6) 2018, the patient returned to hospital, as he was not feeling well. A regular echo was performed and a transesophageal echocardiography (tee) confirmed that mr was back to severe (grade 4+), and that the clip implanted in the a1-p1 was stable, and the clip implanted in the a2-p2 had a single leaflet device attachment (slda); it had detached from the posterior leaflet. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the slda. Another mitraclip will be implanted at a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). The review was performed for both implanted clips from the initial mitraclip procedure, as it is not known which clip experienced the slda. The results are as follows: part/lot number (s/n): (B)(4) date of manufacture: 25-oct-2016, expiration date: 25-oct-2017; part/lot number (s/n): (B)(4), date of manufacture: 19-sept-2016, expiration date: 19-sept-2017. The devices were not returned for analysis. A review of the complaint history for the devices did not indicate a lot-specific quality issue. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures and was likely a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.